Event description:
It was reported that the device displayed error code 1104 (post back up failed). There was no patient involvement reported, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the diagnostics performed by the engineer, the customer reported observing error code 1104 (post back up failed). The remote service engineer (rse) troubleshooted with the customer, and found that the backup alarm doesn't alarm when triggered, no audible alarm observed, only visual. The rse advised the customer to replace the mc board and cpu. The rse provided the part number and pricing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was waiting on the purchase order; however, it could not be confirmed if the faulty parts were replaced or if the issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer verified error 1104 in event log, no other error codes to note, requesting part ID to replace to correct the issue. The rse advised customer to replace the central processing unit (cpu) board to correct the issue, provided part ID for the cpu board. A follow up was performed with the customer, and it was reported that the issue had not previously been resolved, and that the device would not be repaired. Resolution and disposition are pending: investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 15may2024, 22may2024, and 04jun2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.